Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt underwent a graft implant surgery on (B)(6) 2013. The left fixation arm "transversed the rectum." The device was removed and the general surgeon was brought in to repair the defect. Additional information received on (B)(4) 2013 indicated that the elevate "went into and through the rectum which occurred during implantation procedure." After implantation, the physician performed a rectal exam and found the graft was in the rectum. The graft was removed and the rectum was surgically repaired. The pt outcome was reported as "good." No additional pt complications have been reported in relation to this event.